Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device stopped working, the device is heating up and burning smell coming out of it. The patient also states that tried to recycle power, but the device will no longer power on or function. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device stopped working, the device is heating up and burning smell coming out of it. The patient also states that tried to recycle power, but the device will no longer power on or function. There was no report of patient harm or injury. The device was returned to the third-party service center and observed the pca burnt. The customer complaint was not reproduced. There was no error has been identified. The device was scrapped.